Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown, however from an anteroposterior view the aneurysm was 21mm and from a transverse view the aneurysm was 24mm. It was reported that the patient's vessels were ectatic, which may have contributed to inaccurate measurements from the computed tomography of the proximal portion of the aortic neck. Upon angiogram there was a blush into the aneurysm and the physician angioplasty during the procedure the stent graft and upon final angiogram the blush had resolved. The next day a post-operative computed tomography was performed, it appeared that there was a fold in the stent graft. It was reported that the next day the patient returned to have an angioplasty to open the fold in the stent graft. Using a 25x2cm occlusion balloon in the stent graft the first inflation improved the stent graft fold, the second inflation smoothed out the stent graft. For an unknown reason physician attempted to place a palmaz stent however, the stent moved on the balloon and the physician removed the palmaz stent graft. For an unknown reason the physician elected to perform an aortic-uni-iliac and femoral-femoral bypass was performed. Upon final angiogram there was no endoleak present. No clinical sequelae were reported. And the patient is reported to be fine.